Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter ID number was not entered into the pump correctly. After entering the correct transmitter ID, the issues persisted. A root cause could not be determined. A replacement transmitter was sent to the customer.